Event description:
Approximately one hour after the last two pumprefills, the patient experienced "significant overdose symptoms" and had to be given narcan for "about a day". Specific symptoms were not reported. There had been no dose or concentration changes at refill. The symptoms disappeared after the treatment with narcan. No volume discrepancies have been noted. The patient was receiving morphine 25 mg/ml at an uncertain dose via the drug pump. The hcp plans to replace the pump.